Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient came to clinic for a routine outpatient clinic appointment and had subacute symptoms of unsteadiness and dizziness. Patient was admitted and CT was unremarkable as was his CT arch to cow. Patient was then reviewed by the neurology team and had l sided upper limb weakness. The impression was of haemodynamic stroke (ischaemic stroke). Tte did not show any signs of thrombosis. Carotid us largely unremarkable. Inr remained in therapeutic range. Inr was 2.1 on presentation. Patient was discharged (B)(6) 2019. No further information was provided.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 1 year, 14 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient suffered a stroke. The customer reported that it is related to device therapy. No further information was provided.